Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon evaluation the monitor failed incoming testing.  A review of download data indicates that the monitor reset after delivering a pulse during incoming testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.   No adverse event resulted from the defective equipment.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.